Event description:
It was reported to boston scientific corporation that during a procedure involving a piranha biopsy forceps, there was popping sound while the device was in use. The case was completed with another forceps.

Manufacturer narrative:
Analysis of the returned device revealed the coils streteched adjacent to the distal retainer, which was also found to be bent at 1 cm from the retainer. Functional analysis revealed the jaws were unable to open or close. The core wire was found fractured inside and detached from the s-bend tube. The distal fracture core was sent to sem (scanning electron microscopy) analysis. Sem results: "the wire exhibited a noticeable bend at the fracture site. The fracture surface exhibited elongated dimple ruptures in a shear / tear plane. No material anomalies were noted. The core wire fractured in a shear / tear direction that resulted from a bending overload moment". The analysis indicates that a bending or tensile overload may have contributed to the failure of this device. DHR review showed no anomalies related to the complaint. No ncmr (non conforming material review) found that could have contributed or affected the functionality of the device.